Event description:
Stop sequence time was reported during a case, where the customer was reportedly using the fluoro store function. The reported condition is consistent with a known issue referred to as pcib. No reported patient incident. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.